Event description:
It was reported that during code transfusion, first unit of prbc infusing. Initially flow was rapid. Approx 2/3 of unit infused, flow rate slowed to a trickle despite the pressure component appearing to be fully inflated and pressure at 300mmhg. Approx 1/3 of blood volume left in bag. Had to squeeze remainder of blood into patient manually. Fluids administered: 1000ml 0.9 saline, 3 units packed red blood cells.

Event description:
Additional information was received which stated that it is unknown if the device caused or contributed to patient or clinical injury. Additionally the patient's current status is stable.